Manufacturer narrative:
The issue was resolved for the customer by replacing the lock bar strut.

Event description:
It was reported that during lowering the brace broke off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that during lowering the brace broke off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.